Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer experienced high blood glucose of above 600 mg/dl and diabetic ketoacidosis and had to go to the emergency room on (B)(6) 2018. The customer's current blood glucose level was 57 mg/dl. The customer was treated by giving bolus with the insulin pump and manual injections and insulin drip and then blood glucose went down. The customer was assisted with the troubleshooting for high blood glucose. The insulin pump will not be returned for the analysis.